Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an audible alert for low pacing impedance when the rv tip-to-rv coil pacing impedance exceeded the programmed lower alert level. It was noted that this is a chronically low lead trend measurement, and the lead trend is stable with no sign of a lead issue. All other lead trends were within the expected range. The lead remains in use. No patient complications have been reported as a result of this event.